Event description:
65 y.o. White femal who was cardioverted on 9/10/92 & discharged home the sameday, saw her physician 9/17/92 & showed him burns on her chest. One burn is approximately mid-steral; the other is situated at the left lower rib cage area; both burn areas measure about 4" tall & 21/2" wide and have borders of very dark-brown skin. The fast patches were used in conjunction with the lifepak 8 and control defib cassette. The burns were described as "second degree burns" by the patient physician.device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.imminent hazard to public health claimed. Device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: a device from same lot was evaluated. Results of evaluation: none or unknown. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device returned to manufacturer/dealer/distributor. The device was destroyed/disposed of.